Event description:
It was reported the patient experienced pain in neck and headaches behind the eyes. X-rays confirmed the leads have dislodged and moved to base of neck from t8-10. No known accident or incident was related to this event. Attempts were made to reprogram the stimulation therapy, but the manufacturer's representative was unable to get stimulation therapy in the appropriate area. The patient was scheduled for revision surgery. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.